Manufacturer narrative:
Corrected data: h6/h10 - lens work order search: no similar complaint type events reported for units within the same lot. - statement should have been included in initial medwatch report. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7, -5.50/1.0/095 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The lens was removed and replaced on (B)(6) 2020 for a shorter length lens due to excessive vault. Refractive treatment performed. This did not resolve the problem. Cause of the event is reported as unknown. Reportedly, "vault is still high, the surge on will decide whether to change a smaller size after a week."

Manufacturer narrative:
Additional information: b5 - it was later reported refractive treatment was incorrectly reported and should be removed. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens within specifications. Claim#: (B)(4).